Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working in the middle of the case. Device would not cut and seal. It became unresponsive after a good portion of the vein had been harvested. This is suggestive of the polyfuse was preventing overheating of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working in the middle of the case. Device would not cut and seal. It became unresponsive after a good portion of the vein had been harvested. This is suggestive of the polyfuse was preventing overheating of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.